Manufacturer narrative:
Pending investigation. D10: 01-030-40-0636: alt xle lnr ntrl g6 36: a403037. 01-030-01-0654: alt cup clstr g6 sz 54: a411026. 170-36-93: biolox delta femoral head 36mm od, -3.5mm: a912029.

Event description:
As reported, approximately 4 months and 11 days post the initial right tha, the patient was revised due to complaints of pain and the stem subsiding. The liner was revised. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.